Event description:
It was reported that the inflatable penile prosthesis (ipp) ultrex device was not functioning. All components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.